Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2011-01535 and 2210968-2011-01562. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). (B)(4) prolapse of the abdominal wall. (B)(4). Narrative: it was reported that a patient underwent a recurrent hernia repair procedure on (B)(6) 2011 and mesh was used. The patient was discharged from the hospital on (B)(6) 2011. The patient developed a hernia recurrence in (B)(6) 2011. The patient underwent a re-operation on (B)(6) 2011. The mesh was separated from the abdominal wall and the suture was broken. The mesh was re-fixated with sutures and tacks. The patient was discharged from the hospital on (B)(6) 2011.

Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and suture was used. Three weeks later the patient presented with a prolapse of the abdominal wall and pain. During a re-laparoscopy the suture was broken at the fascial knotting. The mesh was refixated with absorbatacks and remains implanted.